Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device is: product ID: d-evolutfx-34, lot #: 0011656954, ubd: 2025-02-26, UDI#: (B)(4). Product ID: medtronic confida brecker-curve guidewire; lot #: unknown. Product ID: lunderquist stiff guidewire (non-medtronic); lot #: unknown. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Product analysis: no product was returned and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, after loading the valve, a misload was identified with an infold up to the third node of the valve frame. The valve and delivery catheter system (dcs) were used for implant. The patient had a pericardial effusion, however, the timing of the effusion is unclear. It was noted a medtronic guidewire was used, but the balloon for the pre-implant balloon aortic valvuloplasty (bav) would not navigate the aortic arch; four attempts were unsuccessful. The guidewire was changed to a non-medtronic stiff guidewire. Per the physician, this guidewire caused the pericardial effusion. The effusion was treated by aspirating blood with a syringe. The dcs and valve were inserted into the patient. Upon the first deployment attempt, the infold was still present in the valve frame. The valve was recaptured and withdrawn from the patient. A new valve was successfully implanted. A post-implant bav was not performed. It was also reported a procedural delay occurred due to the infold. Per the physician, patient anatomy did not contribute to the infold. No additional adverse patient effects were reported.